Event description:
It was reported that a pump has tubing and door latch issues. It was also reported there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The unit was received inoperable due to a constant "load sert" message corresponding with the reported symptom "tubing, door latch issues." Eval found this was caused by a failed upper link switch. The upper auxiliary assembly was replaced.